Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during testing, the display screen was found to be dim and discolored. Evidence of contamination was found around all the key contacts. The keypad cover was returned peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and evidence of contamination around key contacts. This report is made based on results of investigation completed on (B)(6) 2015.